Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "textured implant." Healthcare professional later reported capsular contracture baker grade unknown. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: deformation device, wear abrasion and yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "textured implant." Healthcare professional later reported capsular contracture baker grade unknown. Patient undergone capsulectomy. Device has been explanted and replaced.